Manufacturer narrative:
The patient remains ongoing on vad support with no further infection related issues. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months. The patient remains ongoing on lvad support with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a history of driveline infection. The onset for the driveline infection was reported as (B)(6) 2016. The patient was being medically managed by alternating acticoat and hydrofera blue. The patient is also on chronic keflex. No additional information was provided.